Manufacturer narrative:
Report required by FDA for eua. Eua #: (B)(4). Relates to: 3014862188-2022-00373 (B)(6). 3014862188-2022-00374 (B)(6).

Event description:
User reported 3 false positive results. This report 3 of 3. Negative on unspecified follow-up tests.